Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/12/2015. Customer returns and retain product was tested and are functioning according to specification.

Event description:
Na

Manufacturer narrative:
(B)(4).

Event description:
On 10/25/2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.28 on a (B)(6) male patient. There was no additional patient information at the time of this report. The patient was treated on the negative result. The customer states product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.